Manufacturer narrative:
The graftmaster is being filed under another MFR number. Results and conclusion summation - product performance engineering determined that the instructions for use (IFU) states: examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire. Do not push, auger, withdraw or torque a product that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Without the return of the product, a thorough analysis could not be performed and a definite cause could not be determined; however, based on the case description and limited information, there is not indication of a product deficiency.

Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during the use of the guide wire, in an attempt to treat an svg to the cx, a perforation occurred. An attempt was made to treat the perforation with a graftmaster stent; however, the stent would not cross the lesion. The perforation was successfully treated with the inflation of a balloon catheter. No additional event or patient information is available.